Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shock therapy due to noise on the right ventricular (rv) lead. Upon opening the pocket, it was noted that the shocking portion of the rv lead could be removed without loosening the setscrew. Subsequently, the device was explanted and a new guidant crt-d was implanted.